Event description:
The dealer stated that the customer had this foam filled tire for one month, flat spot in it. Major model or item: invamexchairs; description: RMA-invamex chairs; serial number/date code: not available; impact to end user or caregiver: no injury alleged; impact to device: standard wheelchairs; chronology: (B)(6) 2016 04:28 pm (gmt-5:00) added by (B)(6): the dealer responded to my email stating that this was a pride celebrity x 3-wheel serial number (B)(6), a non invacare product. Invacare prid # (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).